Event description:
It was reported that multiple unspecified malfunction alarms occurred. There was no reported impact to the customer¿s blood glucose level. Reportedly, customer reset pump to resolve issue, but this could not be confirmed, and no additional information was received because customer declined follow-up.